Event description:
The international customer reported the ventilator alarmed and stopped operating during use. The customer reported there was no patient harm. Review of the device diagnostic log during service noted a vent inop occurrence due to a data acquisition pcba adc reference failure. The manufacturers service technician replaced the gas delivery system to address the finding. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Final applicable testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Gas delivery system.